Event description:
The customer reported an inability to acquire a 3 lead and 12 lead ECG during a patient event. There is no reported negative patient impact.

Manufacturer narrative:
(B)(4): the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.